Manufacturer narrative:
Analysis of programming history.

Event description:
Additional programming history was reviewed. The device was interrogated on (B)(6) 2012 at previously programmed settings. The device then interrogated on (B)(6) 2013 at a 180 minute off time. The last available settings are from (B)(6) 2013 and are within normal limits. Additional programming history has not been returned to date.

Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(4) 2013 it was reported that the patient was having an increase in seizures with no mention of medical or surgical intervention, inability to perceive stimulation, and spontaneous settings change to 180 minute off time. The diagnostics were within normal limits with lead impedance value of 21111 ohms and ifi = no. Follow up with the neurologist's office found that they had no notes to indicate the patient's seizures had increased, and that in fact, the patient's seizures had been noted to have decreased to three times a day in february. The physician had no notes on the patient for after the (B)(6) 2013 visit and stated that the patient has only called back since then for medication refills. It was stated that the patient always has her medications changed and had just moved, so it was unknown if this was any type of causal factor. No information was available on the 180 minute off time or inability to perceive stimulation. It was stated that the last time the patient was seen on (B)(6) 2013, the patient's prescriptions were renewed and a lead test showed everything was ok. No other information was provided. Follow up with the surgeon's office similarly confirmed that there was no report of an increase in seizures and that this event may have been incorrectly reported. It was stated that the patient had about 50% battery life remaining, which meant they anticipated about three and a half more years of battery life left based on when the patient was implanted. During the last appointment with the patient, the physician had assured the patient that the device was not reset and that it was possible the patient was getting used to the stimulation, which is why it was not felt anymore. The patient's settings from (B)(6) 2013 were provided. It was noted that the surgeon interrogated the device and found the off time to be 180 minutes upon initial interrogation on (B)(6) 2013. The physician called the neurologist's office to see if this was intentionally programmed; however, the nurse at the neurologist's office stated that they had programmed the patient's off time to 0.2 minutes. The surgeon thought this was "odd" and changed the patient's settings back to those observed on (B)(6) 2013. No other information was provided.

Event description:
Additional programming history was received and reviewed. With the new history available, it was observed that the device was at 1/20/250/7/0.2; 1.25/500/60 on (B)(6) 2012, but the device was then programmed to 0/20/250/7/180; 0/500/60 intentionally on this date by the neurologist. Later on (B)(6) 2013, the surgeon interrogated the device and found these settings and then reprogrammed the device. Therefore, the generator did not spontaneously change settings. The neurologist programmed these settings.